Event description:
Same case as MFR# 2134265-2010-03277. It was reported that post a stenting treatment procedure stent thrombosis occurred. The patient presented to the emergency room with st elevation myocardial infarction (stemi). Angiogram revealed a long, irregular radiolucent lesion in the 75% stenosed proximal right coronary artery (rca) and an eccentric 75% stenosed lesion in the mid to distal rca. The lesions were predilated with a 2.0x20mm non bsc balloon and then a 2.25x16mm taxus liberte atom stent along with a 2.25x8mm taxus liberte atom stent were implanted in the distal rca. A 2.5x23mm non bsc stent was then implanted in the proximal rca. The lesions were successfully treated with 0% residual stenosis and timi 3 flow. The patient was put on asa, prasugrel and angiomax. Four hours later, the patient returned to the cath lab with chest pain and inferior st elevations. Angiogram revealed total occlusion of the 2.25x8mm taxus liberte atom stent in the distal rca and a long, irregular radiolucent 50-75% stenosis in the proximal to mid rca. The lesion was dilated with a 2.0x20mm non bsc balloon and then thrombectomy was performed, reducing the stenosis to 0% and restoring timi 3 flow to the distal rca. A 2.25x32mm taxus liberte atom stent was deployed in the proximal to mid rca, reducing the stenosis to 0% and restoring timi 3 flow. Integrilin and angiomax were administered. User/voluntary medwatch# (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).